Manufacturer narrative:
MDR 1219913-2020-00261 was filed on september 18, 2020 reporting initial reactive (positive) atellica im sars-cov-2 total (cov2t) results that were non-reactive (negative) upon repeat testing. MDR 1219913-2020-00261 supplemental 1 was filed on october 14, 2020 with additional information. Additional information- november 11, 2020. Siemens performed a correlation study with reagent lots: 005 and 006. Negative results generated with reagent lot: 005 were reported out. The customer had not yet switched to lot: 006. Additional information - november 20, 2020. Siemens healthcare diagnostics has concluded its investigation of atellica im and advia centaur sars-cov-2 total (cov2t) non-reproducible false reactive results with kit lots ending in 004, 005, 035 and 006. Siemens investigation determined that although non-reproducible false reactive results were observed with multiple kit lots, results indicate the negative percent agreement confidence interval of the kit lots evaluated overlap the confidence interval in the IFU; therefore they are performing within claims and a change in performance has not been confirmed. The IFU states in the limitations section: "this assay should not be used to diagnose or exclude acute infection. Results are not intended to be used as the sole basis for patient management decisions. Test results should be interpreted in conjunction with clinical observations, patient history, epidemiological information, and other laboratory findings. A reactive test result does not exclude past or present infection by other coronaviruses, such as sars cov-1, mers-cov, hku1, 229e, nl63, or oc43." A false positive/reactive result would not be used in isolation and would be correlated with clinical history. Additional laboratory testing would be used to determine specific antibody presence. The atellica im sars-cov-2 total (cov2t) lot: 005 is performing as intended. A product performance issue has not been identified. No further evaluation of the device is required. In section h6, the investigation finding, and investigation conclusion codes were updated. MDR 1219913-2020-00257 supplemental 2, MDR 1219913-2020-00258 supplemental 2, MDR 1219913-2020-00259 supplemental 2, MDR 1219913-2020-00260 supplemental 2, MDR 1219913-2020-00262 supplemental 2 and MDR 1219913-2020-00263 supplemental 2 were filed for different test dates.

Manufacturer narrative:
On august 28, 2020 siemens performed service. The equipment was checked, calibrations and controls were all approved and maintenance was up to date. The customer separated positive samples from the (B)(6). The samples were stored frozen at <20 ° c and were tested without re-centrifugation (homogenization only) and after re-centrifugation. The results were non-reactive for the samples with and without centrifugation. The IFU states in the limitations section: "results are not intended to be used as the sole basis for patient management decisions. Test results should be interpreted in conjunction with clinical observations, patient history, epidemiological information, and other laboratory findings. It is currently unknown how long sars-cov-2 antibodies persist following infection and if the presence of antibodies confers protective immunity. A reactive test result does not exclude past or present infection by other coronaviruses, such as sars-cov-1, mers-cov, hku1, 229e, nl63, or oc43, or due to cross-reactivity from pre-existing antibodies or other possible causes." A false positive/reactive result would not be used in isolation and would be correlated with clinical history. Additional laboratory testing would be used to determine specific antibody presence. Although there is no potential for serious injury in this case, an MDR will be reported to the FDA as a requirement of the emergency use authorization (eua). Siemens healthcare diagnostics is investigating.

Event description:
The customer obtained reactive (positive) atellica im sars-cov-2 total (cov2t) results for a number of patients. The initial reactive (positive) results were considered discordant when compared to the nonreactive (negative) repeat results. The initial cov2t results were reported to the physician. Corrected reports were issued. There are no known reports of patient intervention or adverse health consequences due to the discordant cov2t results.

Manufacturer narrative:
MDR 1219913-2020-00261 was filed on september 18, 2020 reporting initial reactive (positive) atellica im sars-cov-2 total (cov2t) results that were non-reactive (negative) upon repeat testing. Additional information- september 22, 2020. Siemens received the following information: the customer centrifuges samples in two different centrifuges. The smaller one has a 13 cm radius and they centrifuge the samples for 10 minutes at 4000 rpm. The bigger one has a 15 cm radius and they centrifuge the samples for 9 minutes at 4000 rpm. The customer uses vacutainer tubes from becton-dickinson and bio-one vacuette® tubes from grainer. The following was performed on the system: checked acid and base dispensing - ok. Wash block dispensing and aspiration - ok. Alignments of reagent and sample probes - ok. General re-tightening of valves. No problem with the equipment was found. Siemens continues to investigate and monitor the performance of the assay at this site. MDR 1219913-2020-00257 supplemental 1, MDR 1219913-2020-00258 supplemental 1, MDR 1219913-2020-00259 supplemental 1, MDR 1219913-2020-00260 supplemental 1, and MDR 1219913-2020-00263 supplemental 1 were filed for different test dates.